Event description:
The pt was implanted with a smooth saline mammary prosthesis. Subsequently, the pt experienced a deflation of the device, pain, anxiety, stress and depression. The device was removed on 9/2/1998.